Manufacturer narrative:
Updated fields: b4, e1 (event site state, event site postal code, event site telephone), g3, g6, h2, h11. Corrected fields: h6 (type of investigation). Keeping UDI partial in emdr ((B)(4)) as serial number is unavailable.

Event description:
N/a.

Event description:
The user contacted the emergency support program to report an issue with the cardiosave intra-aortic balloon pump (iabp), specifically regarding a leak in the iab circuit, which triggered an alarm. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to character limit in block e1 event site name: (B)(6). An ICU rn contacted the emergency support program for assistance with a leak in the iab circuit alarm. The rn had not accessed the help screen, and the alarm was active in the background. Esp personnel guided the rn to confirm there was no blood in the helium tubing and that all connections were secure, followed by performing a fill, which resolved the alarm and allowed therapy to resume. The rn reported the patient had recently been turned and was tachycardic; esp personnel explained the alarm was likely triggered by a combination of these factors.